Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: avalign technologies ¿ nemcomed manufactured the synfix mini-open implant coupling, part number (B)(4), lot number 7665494. The certificate of compliance, dated (B)(6) 2014, indicates the parts were manufactured and conformed to material requirements and met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming / final inspection sheet. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. Twenty-five (25) parts were released to the warehouse on (B)(4) 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one synfix mini-open implant coupling (product number: 03.802.200, lot number 7665494, manufacture date: 18september2014; part 1) and one ratchet t-handle with low toggle-6mm hxc (product number: 03.620.005, lot number 6386734, and manufacture date: 12august2010; part 2) was received. Upon visual inspection of the synfic mini-open implant coupling device the complaint condition of malformed: bent/distorted/warped was confirmed as the distal end of the device is visually bent about 2 degrees. Relevant drawings for the instrument from the time of manufacturing were reviewed: top-level and threaded shaft. Both drawings call out the appropriate dimensions, material and finishing processes for a successful design. Review of device history record showed no material review reports, non-conformance reports, or complaint-related issues with this lot. A definitive root cause is unable to be determined, most likely a torsional overload was applied to the quick coupling device causing it to bend. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the synfix mini open coupling was bent and the ratchet t-handle was slipping during a two level anterior lumbar interbody fusion (alif) procedure on (B)(6)2015. The procedure was delayed approximately two (2) minutes and was completed successfully with no harm to patient. This report is 1 of 2 for (B)(4) .